Manufacturer narrative:
The reporter's meter was returned for investigation. The display functionality was checked and the meter has white material underneath the top display layer. It does not obscure the results field and the color is not dark enough to cause misinterpretation of the results. The device has been disassembled and its electronic compartment has been visually inspected. The strip port area and contacts were checked. The observed fluid contamination caused the alleged problems.

Manufacturer narrative:
The customer¿s meter was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted.

Event description:
The initial reporter complained of a display issue with accu-chek inform ii meter serial number (B)(4). The display issue complained about could cause results to be misinterpreted. The customer stated that there were black lines covering the entire screen making the results field unreadable. The screen was gray and there are 9 black lines covering the screen. It was noted that there were no words or icons visible.